Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a buttress nut would not click into the aiming arm. The surgeon was working on an eighty-nine year old female with proximal femur fracture. When the kirschner-wire was inserted the wire bent and instead of going center/center it went cranial; this happened every time the surgeon put it in. The fracture lines were where the kirschner-wire was inserted. When measuring the kirschner-wire the surgeon was not sure if the buttress nut was still not clicked in place, and it is possible the sleeve assembly was not in contact with the cortex causing the surgeon to get a wrong measurement of approximately ten millimeters for the blade. When impacting the blade, the surgeon found that the bone was very hard, and that the impactor was very difficult to lock after the blade was in position. The surgeon replaced the blade three times before being happy with the placement of the blade. There was no reported prolonging of the surgery; it was reported the whole procedure took three hours including the open reduction with wires before introducing the nail in the femur. The patient condition is reported as good for her age. The patient has been discharged and there was no prolongation of the hospital stay. The surgeon was satisfied with the end result of the operation. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Date of birth: unknown date, unknown month. Slightly obese, but exact weight is not available. Additional product code: hwc. Device is an instrument and is not implanted/explanted. Device not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was performed. The returned devices do not show any visual signs of damage or impairment. The described complaint state could not be replicated with the returned devices. Functional testing with equivalent instrumentation was successful and did not show any deviation from the intended use. The assembly of the buttress nut and the protection sleeve was inserted through the aiming arm according the steps in the user guide. After the assembly clicks into the aiming arm it was not possible to unlock the buttress nut neither with pulling on the protection sleeve nor with turning the nut while simulation rotational resistance. The nut was fully locked anytime in the aiming arm. A potential cause for the complaint could be that the surgeon did not apply enough force, thus the sleeve assembly did not clicked into the aiming arm. When the sleeve assembly is not clicked in, then it is possible that the sleeve assembly is not in contact with the bone, which allows then that the k-wire bends cranial. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. The manufacturing records were reviewed and no complaint related issues were found, the instrument conforms to our specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.